Manufacturer narrative:
Visually confirmed approximately ~2mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. Eval result- no code available for "torsional overload".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent a posterior lumbar fusion at levels l3-s1. The tip of the obturator broke off while removing old instrumentation to replace with new metal and extend the construct. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.